Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going, device not returned.

Event description:
Country of complaint: (B)(6). The blade breaks easily as well as does not fit on some cables.

Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the quality standard and DHR files, a material defect, production and design error can be excluded. Through to our basic experience we assume there is the possibility for a usage error. No CAPA is necessary.